Manufacturer narrative:
The evoke lead and anchor were not returned to saluda for analysis. The root cause of the lead migration cannot be definitively determined; however, the patient¿s fall may have contributed to the lead migration. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray was obtained and confirmed migration of one (1) lead. A revision procedure was performed, and the evoke lead and anchor were replaced to resolve the reported event. The patient reported a fall prior to the event. The evoke scs system didn¿t cause or contribute to the patient¿s fall.